Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. (B)(6).

Event description:
It was reported that the patient was experiencing loss of stimulation coverage over pain areas due to spinal cord stimulation (scs) leads high impedances. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted devices will not be returned per facility policy.